Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10j02046, h10i22086 and h10h31030 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of fungal peritonitis with culture positive for candida parapsilosis in a patient coincident with dianeal pd2 ambuflex therapy for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient was at her clinic visit and reported that she was having abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On an unknown date, the patient was placed on remedial medications of unspecified oral antibiotics and antifungal medications. On an unknown date in (B)(6) 2010, the patient's peritoneal dialysis catheter was removed and the patient was placed on hemodialysis. At this time the event of peritonitis was considered resolved. On (B)(6) 2011, the patient's hemodialysis was discontinued and the patient was restarted on peritoneal dialysis with dianeal therapy. The nurse believed that the event of fungal peritonitis with culture positive for candida parapsilosis was not related to the dianeal therapy.